Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting an out of regulation (oor) message in the patient programmer. The ins battery percentage was at 25%. The patient's therapy had become ineffective and tremors had returned suddenly according to the hcp that contacted the rep. The hcp told the rep that all impedances were around 1700 ohms. The caller stated the patient was using monopolar configuration. The rep thought the issue may be related to the low battery level. The hcp did not have the recharger to try and charge the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s oor message was the first one seen, but the cause was undetermined. They set in different configurations and didn¿t¿ know if that was what made the difference or not. The oor message was gone and the tremors resolved (using new settings). They didn¿t know how to prevent it in the future since it was the first time they had seen that message as a programmer.